Manufacturer narrative:
Section d4. Unique identifier (UDI) # updated. Section d9. Updated due to part return. Section h6. Updated due to analysis of returned parts. Result code (annex c) additional code added. Conclusion code (annex d) remove d02 and add d0302 component code (annex g). Remove g07001 and add g0201205. H3. Device evaluation summary: updated due to analysis of returned parts. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative message. The device was not available for evaluation. A review of the ventilator logs showed that the device entered into backup ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator, reviewed the logs and found the unit generated background diagnostic code indicating exhalation pressure autozero out of range. Sp replaced the exhalation valve assembly(eva) and exhalation module cable. Additionally, sp replaced the battery that had exceeded its service life. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The exhalation module cable was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One eva was returned to medtronic for analysis. A visual inspection of the returned eva was conducted, and no faults/damage were observed. The eva was installed in the test ventilator and powered up. During extended self test(est), the ventilator failed circuit pressure test. After a thorough investigation a faulty auto zero solenoid, so1 on the exhalation sensor printed circuit board assembly(pcba) of the returned eva was identified. The exhalation sensor pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported issue of the unit generated a 'ventilator inoperative' message and the unit entering buv was isolated to a faulty autozero solenoid (so1) on the exhalation sensor pcba of the eva. The serial number of the exhalation sensor pcba is in scope of the existing internal corrective action. The battery was replaced a apart of preventive maintenance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative message. The device was not available for evaluation. A review of the ventilator logs showed that the device entered into backup ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator, reviewed the logs and found the unit generated background diagnostic code indicating exhalation pressure autozero out of range. Sp replaced the exhalation valve assembly(eva) and exhalation module cable. Additionally, sp replaced the battery that had exceeded it's service life. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. Based on the code, the cause of the reported issue of the unit generated a 'ventilator inoperative' message and the unit entering buv was isolated in the field to a potential fault in the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a ¿ventilator inoperative message. There was no injury to the patient.